Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer loaded the cartridge with 110 units of insulin and the pump requested that a minimum of 50 units be loaded into the cartridge. Customer was able to load a new cartridge onto the pump and resumed insulin delivery. Customer had elevated blood glucose levels (399 mg/dl). A manual injection was delivered to stabilize blood glucose levels.